Event description:
It was reported to philips that the emergency stop was activated, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that emergency stop button was activated. Upon troubleshooting fse found that the issue with pcu (power control unit). To resolve the issue, fse replaced the power and control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.